Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the vision side cart (vsc) powered off by itself twice. Before calling for technical support, the customer elected to convert the procedure after the first power off. There was no report of patient harm. The technical support engineer (tse) checked system logs and found errors 1000 on vsc, power loss on core, verified in the logs. Tse asked to caller if someone was moving near the vsc when issue occurred, but caller did not remember. Aft the procedure, the tse asked to caller to reboot the system, and caller stated the system boots without errors. On 10/15/2024, the following additional information was obtained. The system functionality was not checked upon powering the system. The system initially powered on without errors. The tse was contacted for troubleshooting, but the customer called technical support after the procedure ended. Full troubleshooting was completed after the procedure ended. The reported issue was resolved by converting the procedure. The procedure was converted to traditional laparoscopic surgery. The port incisions were not increased, and no additional ports were placed. The patient tolerated the change, and no injury was reported. The technical support team was not contacted before aborting/converting the procedure. The customer converted the procedure and contacted tech support after the procedure ended.

Manufacturer narrative:
The reported event was addressed with phone support. After the procedure, the customer rebooted the system to clear the errors. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.